Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, this device was thoroughly evaluated. Visual inspection of the device header and case did not reveal any anomalies. It was confirmed that the device had no telemetry and a memory download could not be performed. The device case was opened in order to assess the internal components. Initial electrical testing revealed an issue with the transformer that resulted in electrical overstress damage to the power supply circuitry. Detailed analysis determined the inability to interrogate this device was due to the electrical overstress damage. This resulted in a high current drain, which depleted the battery more quickly than expected.

Event description:
Boston scientific received information that during a routine in-clinic follow up, this implantable cardioverter defibrillator (ICD) was unable to be interrogated with two different programmers and an out of range telemetry message was observed. Additionally, no tones were emitted from the device with magnet placement. The device was explanted and replaced with another manufacturer's device. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4). The product has been received for analysis. This report will be updated upon completion of analysis.